Event description:
It was reported that the patient underwent a secondary surgery due to t12 pedicle screw shifted out post op. It was reported that the screw shifted out may cause by patient's poor bone quality. The screw was removed at the secondary surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). The implant catalog# and lot # are unknown. The implant date is unknown. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records review could not perform without additional device information.